Event description:
It was reported that balloon rupture occurred. The target lesion was located in the left common iliac vein. After a stent deployment, a 16-4/5.8/75 xxl esophageal balloon catheter was advanced for post dilation. However, on the first inflation at 5 atmospheres, the balloon ruptured. The device was removed and the procedure was completed with another of the same device. There were no patient complications nor injuries reported.